Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the field service engineer found that all drawers and auxiliary cabinets were not detected on the bus. The fse disconnected all components and reconnected them individually for troubleshooting, but with no success. The communication sled was replaced; however, the problem persisted. After testing and inspecting all electrical components, it was found that the refrigerator connection was interfering with bus communication. The fse disconnected the refrigerator and rebooted the station, which successfully restored all drawers and auxiliary cabinets. The helmer refrigerator was then reconnected, and proper operation was confirmed. The customer tested the unit and verified full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary entire device failed, and the tower reported as disconnected. The unit was powered down for five minutes, but there was no change. Storage spaces could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.